Event description:
When using a 22g arrow radial artery set to place IV the catheter would not dislodge and guide wire would not pull back. When removed from patient the catheter and guide wire were visibly bent.